Event description:
It was reported that there was debris on the cone of the patient interface (pi) and the debris touched the patient's eye. The procedure was completed successfully by switching to a different pi. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: the following patient demographics were provided: initials: (B)(6). Eye: right eye (od). Date of birth: (B)(6) 1987. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.